Manufacturer narrative:
H10: a philips service engineer (se) replaced the power management printed circuit board assembly (pm pcba), and the issue was resolved. The system meets the specification for the performed service and is returned to use.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not power on. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's device would not power on. It was reported that the device required implementation of field correction order (fco) but had previously been cancelled. The customer requested that the implementation of fco be performed, as the issue was determined to involve the power management pcb. The investigation is ongoing.